Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two varipulse¿ bi-directional catheter¿s. During the first procedure, after replacing the trupulse console, electrode 5 and electrode 7 showed high voltage when going on ablation. The ablation was cut off and they noticed that the catheter would only deflect towards one direction. The cable was replaced with no resolution. When the catheter was replaced, the issue remained and they noticed the loop was unable to expand from the most contracted position possible. The cable was replaced again with no resolution. When the catheter was replaced again, the issue persisted. Replaced the trupulse generator and the issue resolved. The device evaluation was completed on 12-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the loop was observed deformed. A deflection and contraction test was performed, and the device was not contracting within specifications. A manufacturing investigation was requested. Based on the investigation, the deformed loop and contraction malfunction were attributed to improper application of loctite and polyurethane (pu). Inadequate sealing of the lumen allowed excess polyurethane (pu) to enter the loop lumen, impacting contraction and deforming the loop while contraction is performed. The primary cause was that loctite was not correctly applied and failed to seal the lumen; additionally, pu was applied fresh and without a good seal formed, allowing pu to flow into the lumen and modifying the loop geometry while contraction due to the inability of the puller/coils to move through the lumen. Therefore, human factors associated with the sealing operation have been identified as the root cause. A manufacturing record evaluation was performed and no internal action was found during the review. The contraction stuck and deflection issues reported by the customer were confirmed. The potential cause for the deformed loop is traced to the manufacturing process. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿the catheter would only deflect towards one direction¿ and ¿the loop was unable to expand from the most contracted position possible¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) ¿the catheter would only deflect towards one direction¿ and ¿the loop was unable to expand from the most contracted position possible¿ issues. In addition, biosense webster inc. Analysis finding of the ¿assembly problem identified¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jan-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two varipulse¿ bi-directional catheter¿s and observed that the loop was unable to expand from the most contracted position possible. During the first procedure, after replacing the trupulse console, electrode 5 and electrode 7 showed high voltage when going on ablation. The ablation was cut off and they noticed that the catheter would only deflect towards one direction. The cable was replaced with no resolution. When the catheter was replaced, the issue remained and they noticed the loop was unable to expand from the most contracted position possible. The cable was replaced again with no resolution. When the catheter was replaced again, the issue persisted. Replaced the trupulse generator and the issue resolved. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The electrode 5 and electrode 7 showed high voltage when going on ablation issue was assessed as non MDR reportable. The recurrence of the malfunction was unlikely to contribute to a death or need for medical or surgical intervention to preclude serious injury (permanent impairment to a body function, permanent damage to a body structure). The deflection issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The loop was unable to expand from the most contracted position possible was assessed as MDR reportable under both the varipulse¿ bi-directional catheter¿s.